Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 54 mg/dl. Customer got him out of auto mode and left the sensor alone and blood glucose was 54 mg/dl to 254 mg/dl. Customer declined troubleshooting for the low blood glucose. Customer received with lost sensor signal and sensor signal not found. The call was disconnected unable to complete troubleshoot. The insulin pump will not be returned for analysis.